Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal and proximal conductor of the lead became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted the stylet insertion test was failed due to the lead being stretching and kinked.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to insert the stylet into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.